Event description:
It was reported that a flow diverter implantation was performed for a recurrent pcom (posterior communicating artery) aneurysm previously treated with coiling. The access was established. The subject flow diverter was loaded and deployment began from the distal end. However, during the process, the subject flow diverter delivery wire caused a hemorrhage at the mca (middle cerebral arterial) bifurcation. Upon identifying the complication, the operator immediately withdrew the subject flow diverter and microcatheter and administered the necessary medication (protamine and tranexamic acid). Recatheterization was performed, and a hyperform balloon was used to achieve flow arrest in the mca, effectively stopping the bleeding. After confirmatory imaging, the subject flow diverter was successfully deployed at the target site via microcatheter. The patient's postoperative condition is stable and good. The procedure was completed successfully.